Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 8806361. The product reference xb63181002 lot number 8806361 has been manufactured for 720 pieces in september 2022. The expiry date is september 2027. This product was made with the intermediate xb631880 "im- hydro xf duf 3w 50ml ch18" lot number 8458077. This intermediate has been manufactured for (B)(4) pieces in june 2022. It was made with follow components: - ys385070, "bal-blnet sil moule nusil 50ml" lot number: 8290584* this product was manufactured by our subonctractor, on 28th march we informed them about this issue. Checking the quality databases did not reveal any anomaly in relation to the described defect and a corrective and preventive action is ongoing (B)(4) "balloon bursting trending for folysil and silicone prostatic catheters." We receieved 4 samples : 2 used with blood and balloons burst and 2 sealed see pictures we send them to tunisian site and the investigation concluded : after receiving the samples, a visual check and an inflation test according to op si121 were carried out. The first sample showed the presence of a balloon burst, which prevented inflation, and the other 2 samples showed no samples show no defects. 1 sample/3 confirmed defect. 2 samples/3 no defects.

Event description:
According to available information, this device was not able to be used due to a tear. The balloon tore when inflated between 20-40 ml. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.